Event description:
The lights went out on the ent microscope while doctor was doing an ear procedure. Biomedical engineering was called and another ent microscope was substituted. Biomed has archived the light source because we can not purchase the failed part from the manufacturer, or a third party. The light source was replaced with another older light source. It seems to be an acceptable temporary solution until the entire microscope and light source are replaced with newer technology.